Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿there was an issue with the speaker.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned unit stating that there was an issue with the speaker. Upon evaluation on (B)(6) 2018 the investigator found the unit had no audio.